Event description:
It was reported that the customer experienced a blood glucose (bg) level of 348 mg/dl and was admitted to the hospital. Cause of bg level was not known. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.